Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3057, lot# unknown, implanted: (B)(6) 2017, product type: screening device. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative regarding a basic evaluation trial patient with an external neurostimulator (ens). It was reported that the patient felt a "burning sensation under the patch" although it was not uncomfortable. The patient adjusted the stimulation and was now okay. Additional information received from the patient on (B)(6) 2017 reported that the lead had moved. It was unknown if the issue was resolved. It was unknown if any surgical intervention had occurred or was planned. The patient status was noted as ¿alive ¿ no injury¿. There were no further complications reported or anticipated.